Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the device in a coiled position and one clip jaw missing. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw was missing, however both nitinol strips were still present. When the handle was actuated, initially nothing would occur and there was a large amount of resistance present, however, eventually the drive wire extended forward and the housing detached from the cath attach. A function test was not possible, due to the condition of the device. The device was returned to the supplier for further evaluation and the following was provided, "during visual evaluation of the device, it was identified that one of the jaws was missing from the assembly. In addition to the jaw missing, there was a missing stylet wire from the same side. The clip was detached from the cath attach but remained attached to the drive wire. Without the inclusion of the missing jaw, a visual evaluation of the jaw features cannot be performed. There were no additional visual anomalies on the device. Functional evaluation of the device was minor and restricted based on the current state of the device. The remaining jaw on the device was able to actuate up and down along the slotted path with the stylet wire remaining lodged in the feet of the jaw. The device was able to rotate 360 degrees with no delay. No further functional evaluation could be performed due to the clip being deployed. The reported complaint for an absent jaw is confirmed based on visual and functional evaluation of the device. The root cause for why the jaw fell off during actuation is unknown. All clips are 100% tested for open and close capabilities. The device history record was reviewed. This lot was manufactured june 2024. Relevant defects were noted in the manufacturing/fqc checklists for jaws rejected for visual defects. The device history record for the lot # said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "a review of the device history record was conducted any relevant defects have been noted. The visual evaluation of the device confirmed the customer's complaint of 'missing jaw,' the stylet wire was also missing. A limited functional evaluation of the device was conducted but did not identify the root cause of the complaint. Per the complaint the jaw was attached to the device prior to use and the device functioned properly. The root cause of the jaw coming off is unknown. All devices are inspected for proper operation prior to being packaged and shipped." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
While closing a fistula during a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that one of the jaws broke off after the clip had been opened and closed a couple of times. The procedure was successfully completed with another device of the same type. The jaw was left in the patient to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.